Manufacturer narrative:
On (B)(6) 2016, the contact reported that the occlusion had been resolved with the site change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 248 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact changed the infusion set site and delivered a correction bolus.